Event description:
On (B)(6) 2015 the following info was reported to arjohuntleigh: on (B)(6) 2015, the caregiver was transferring the resident into the chair. While lowering the lift one of the sling clips detached from the spreader bar of the lift. The caregiver tried to keep the resident from falling, grabbing the resident by the pants; however, it was indicated that the resident hit her head and cheek. As a consequence of the fall the resident received a fractured tibial plateau and ribs and was admitted to the hosp.

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site (B)(4) as of 06/15/2010 that number was deactivated due to the site no longer being a MFR and until 2014 complaints related to these products were handled by (B)(4). From 2014, forward complaints related to these products are to be handled by (B)(4) complaint handling establishment. (B)(4). Arjohuntleigh received a customer complaint where it was reported that during lowering process of the resident in the sling one of the clip slings detached from the spreader bar of the left. When reviewing similar reportable events, we have found a number of cases with similar fault descriptions (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The lift and sling were inspected and no malfunctions could be found that could have caused or contributed to the event. The sling and the lift, which work together as a system, were found to have not been to specification when the event occurred. An on-site inspection found the sling worn and one leg clip damaged/cracked partially. Based on our product knowledge and many simulations, the clip detachment is found most likely not due to clip breakage but caused by further off label use. Following the instructions for use (IFU), a sling found in this condition should be immediately withdrawn from use and replaced. The marisa lift inspection found the lift to be 12 years old (2 years beyond the suggested life for this lifter as per its labelling). The inspection found that the anti-crush system was not working properly and the handset was found to malfunction. It can be activated without pushing on the button on the handset. The detected device failures were found not to have caused the event; however, they show the system was not up to specification and also point to the device labeling not having been followed: pre use checks not carried out, preventive maintenance not carried out, and use of the device beyond its intended lifetime. The sling and the lift were being used for pt care when the event took place and in that way contributed to the outcome of the event. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the pt. It is not likely to come off during on-label use. According to the info gathered, it appears most likely that the clip detached from the spreader bar when the resident was lowering to the chair at the end of the transfer. Based on product knowledge and previously made simulations this then leaves open a possible sequence of events: when a transfer occurs to a chair, this means at some point there must be a repositioning to seated position, to place the person in the chair correctly. Also, this means that a person in the sling must be turned in the correct direction. When the clip was in place and was locked in position by the weight of the person in the sling (therefore not likely to come off by itself), from previous simulations, we have been able to establish that the only likely way to detach a clip from that situation is that the caregiver used the strap on top of the clip, which is there to detach the clip after the transfer has ended, to move and turn the spreader bar into position so that the person in the sling was aligned with the chair. In doing so, when pulling the strap hard enough it can be jolted loose from the spreader bar, the pt weight will come on it and it will be very hard to hold. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. Consequently, we come to the conclusion that the event was most likely caused by use error, based on the customer info and the simulations performed previously based on earlier incidents. Fro this eval it would appear most likely that the event was caused by the user not following the IFU due to a lack of awareness. Not that the customer was visited and interviewed by a local arjohuntleigh rep but could not provide any training dates for staff. Arjohuntleigh suggests to remind the staff involved with the device labelling, with special attention to correct lifting procedure, check the sling and the lift before transfer for damages. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities. (B)(4).